Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the ercp procedure, a cook semi-covered 8-centimeter metal stent was placed along the wire guide, but the stent failed to be released. Consequently, the wire guide, stent and duodenoscope were completely retracted from the patient's body, rendering the cook metal stent delivery sheath spring unusable. Therefore, the doctor re-inserted the cannula into the papilla and placed the cook metal stent along the wire guide in the upper segment of the common bile duct, with the end located outside the papilla. The operation was successful, and the drainage was unobstructed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Clarification on the description of events - the initial failure was the inability of the stent to be released/deployed. When this initial failure occurred, was the device removed from the patient, the stent then removed from the delivery system and then placed over a wire guide and inserted into the patient? After the issue occurred, user removed the stent and wire guide from patient. Or was the procedure completed with a new device? User conduct another cannulation and placed a boston scientific metallic stent. The image provided showed a partially deployed stent. Was the stent partially deployed in the patient's body and then removed or was it partially deployed outside the patient after device removal? The stent partially deployed in the patient's body and then removed. In the image provided, damage is observed. Was this damage occur during the procedure, as a result of the removal of the device from the patient or did it occur after removing the device from the patient; it occurred after removing the device from the patient.

Manufacturer narrative:
Correction: h6 (annex f). Device evaluation: the evo-pc-10-11-8-b device involved in this complaint was returned without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on (B)(6) 2026. The following observation were made in the lab: visual inspection: lock wire not returned. Red marker at 12 dimple. Stent partially deployed on return. Introducer examined and clear section of flexor observed to be broken. Flexor appears to be slightly bunched, measuring approx. Between 25-30cm from white tip. Functional inspection: handle actuates without issue for deploy and recapture. Unable to deploy the stent. The reported failure was observed. A device re-evaluation took place on the (B)(6) to confirm the polyimide was also broken and to take an additional photograph. A photograph was also submitted by the user. This photograph shows the stent partially deployed and damage along the introducer ¿ the outer sheath is broken and the brailed coil unravelled. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the historical data confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0057) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Imaging (clinical) review clinical imaging was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause may be attributed to the elevator on the endoscope being in a closed position during attempted deployment. As per the additional information received, the elevator was in a closed position which may have pinched the flexor and created a weak point which could have caused a kink in the flexor. During the initial deployment and further attempts to deploy, this may have led to a build-up of pressure at the kink, subsequently leading to the flexor break and the inability to deploy the stent. This damage was further exasperated and resulted in the damage to the braided coil along the flexor and the polyimide break when the device was removed from the patient. Confirmation of complaint: the complaint is confirmed based on visual/functional inspection. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reported, during the ercp procedure, a cook semi-covered 8-centimeter metal stent was placed along the wire guide, but the stent failed to be released. Consequently, the wire guide, stent and duodenoscope were completely retracted from the patient's body, rendering the cook metal stent delivery sheath spring unusable. Confirmed quantity of 01 x used device. No adverse effects to the patient were reported. The user conducted another cannulation and placed a boston scientific metallic stent. The operation was successful, and the drainage was unobstructed. Investigation findings conclude that a possible root cause could be the elevator in a closed position which may have pinched the flexor and created a weak point which could have caused a kink in the flexor. During the initial deployment and further attempts to deploy, this may have led to a build-up of pressure at the kink, subsequently leading to the flexor break and the inability to deploy the stent.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 15-apr-2026. Additional information received 08apr2026: was the product inspected for damage before use? (Kinks etc). - yes; no damage. What was the diameter of the wire guide used? - 0.035'' wire guide. Was the zip port facing upwards and slightly curved when backloading the wire guide? - no. What endoscope type and channel size was used? - olympus tjf-260v. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? - no. Was the stricture dilated before stent placement? - the middle and lower segments of the common bile duct exhibit a thin linear stenosis, with a range of approximately 3.0 cm. Was an assessment carried out to determine if pre-dilation was necessary? - yes. Was the safety wire removed? If yes, at what point was it removed. - no; haven't reached the safety wire removal area yet. Was resistance encountered when advancing the wire guide to the target location? - no. Was resistance encountered when advancing the delivery system to the target location? - no. What was the position of the elevator during advancement? - close. What was the position of the elevator during attempted deployment? - close. Was the directional button pressed during use? - yes. Was the yellow marker kept in view during attempted deployment? - yes. Was a stent previously placed at the same or adjacent location? (If yes, was the complaint stent placed in the stent that/was already in situ?) - no. Did any part of the stent contact the patient's anatomy when the complaint occurred? - yes. Were any other defects (other than the complaint issue) observed on the device? - no.